Event description:
Event description guidant received info that the implantable cardioverter defibrillator (ICD) depleted after 9.8 months of implant. The physician is dissatisfied with the longevity of the ICD. It was further reported that the ICD had delivered numerous shocks due to the pt's ventricular fibrillation.